Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation. The mdcons100 was returned to olympus and evaluated. The device was tested with test console, test foot pedal , test hand piece and test shaver (mm4000ss). Investigation finding: 1) the console recognized the foot pedal, hand piece and blade. 2) the blade was activated by connecting the patient plate. 3) patient plate was disconnected with the burr still on the hand piece. The console gave the patient plate malfunction warning and stopped working. 4)with the blade still connected to the hand piece, disconnected one of the leads to the patient plate. Blade stopped working immediately and gave the malfunction warning as expected. Multiple attempts were made to duplicate the customer¿s experience; however, the reported problem could not be duplicated and no problems were detected.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. Please see the updates in sections: g4, g7, h2, h6 and h10. The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The referenced console was returned to olympus but the evaluation is in progress. Olympus will continue to investigate the cause of the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an adenoidectomy using monopolar energy, the surgeon and staff observed that the grounding pad was not plugged into the console. It was reported that there was no warning alert or error message displayed from the console to indicate that no grounding pad was connected. The intended procedure was completed using the same equipment without issue and there was no adverse outcome to the patient reported.